Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was replaced (reference manufacturer report number 1627487-2021-15327). No surgical intervention was taken on the lead.

Manufacturer narrative:
Per the additional information received, no surgical intervention took place on the lead. Hence, this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not obtained. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's lead showed high impedance. As such, surgical intervention may take place at a later date to address the issue.